Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 01-nov-2021 a correction noted to the 3500a initial as the h6. Health effect - clinical code of myocardial infarction (e061202) should have been included. Therefore, processed this field.

Manufacturer narrative:
Additional information on the event on (B)(6) 2021. Patient was undergoing a pvc ablation. Mapping was performed on both the left and right sides of the heart in the outflow tracts. The location of the pvc appeared to be on the anterior septum and lesions were placed in both the right and left ventricular outflow tract. There were no errors or product malfunctions noted during or immediately after the case. Once the case was completed and catheters were pulled, the patient was noted to go into ventricular fibrillation. The patient required defibrillation twice and was in a stable rhythm. A transthoracic echocardiogram was then performed revealing that the anterior left ventricle was poorly contracting and compared to a previous echocardiogram. Evaluation of the ECG demonstrated concern for a stemi. Patient was sent for stemi evaluation and was noted to have a left anterior descending dissection. Patient was placed on an intra-aortic balloon pump for cardiac output support. Over several days, the patient was weaned on the support but eventually developed reduced kidney function thought to be due to poor perfusion and the patient subsequently expired. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿date of death¿ field was processed as (B)(6) 2021 since the date of death was not provided and this is the date that the death event was reported. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born (B)(6) 1965 underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered ventricular fibrillation (vf), left anterior descending coronary artery dissection (lad) requiring a stent and placement of an impella (heart pumping assist device). The patient was later reported to have died. The patient suffered a ventricular anterior myocardial infarction. All of the catheters had been removed at the end of the procedure. The patient went into vf (ventricular fibrillation). The patient was shocked, and shocked again, on the second time the patient was out of vf. The soundstar catheter was put in, checked and it was taken out. Then a transthoracic echo was performed and they checked the old echo to confirm the ventricular wall was not moving. The patient was taken to the cath lab for a stemi. It is unknown if the patient was hemodynamically stable at the time of the report. The patient went into vf and was taken to the cardiac cath lab for evaluation. There was no suspected perforation. It was confirmed by the soundstar catheter at the end of the procedure. Max wattage used: 30w for 20 seconds, total lesions: 5 lesions (2 lvot and 2 rvot), total ablation time: 1 min 38 seconds. Total fluid: 538 ml. This adverse event was discovered post use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was unknown. Patient outcome was unknown. The patient required extended hospitalization because of the adverse event. Intervention was provided: lad dissection, placed a stent, and impella. At this time, the patient¿s cardiac output was better and the patient was getting leaned off the impella. Additional information was provided on 28-sep-2021. The bwi representative was informed that the patient expired and did not have the date of death. Additional information was provided on 5-oct-2021. The date of death was confirmed as still unknown. The physician believes the lad dissection was caused due to thermal heating from burning in the outflow tract.